Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012690632 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The catheter arrived with a guidewire threaded through and advanced approximately 0.5 inches beyond the tip of the catheter. Upon extraction from the catheter, the guidewire was found to be kinked between 51 and 53 inches from its tip. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The reinforcement tube inside the handle was observed to be severely kinked near the slide assembly, approximately 5.5 inches from the luer. In conclusion, the issues (catheter slider defective, blocked, and did not allow movement to reform the lasso loop) was confirmed through analysis and the catheter failed return inspection due to the reinforcement tube inside the handle was severely kinked near the slide assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter slider was found to be defective, blocked, and did not allow movement to reform the lasso loop in the left atrium. The patient was under general anesthesia. The case was completed without the need for medical or surgical intervention, and there was no extension of hospitalization. No patient complications have been reported as a result of this event.